Manufacturer narrative:
The insulin pump had no button response due to moisture damage found on keypad traces. It was unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. No moisture damage found on electronics. (B)(4).

Event description:
The customer's mother reported via phone call that the customer dropped the insulin pump in the toilet. The mother stated that the customer's blood glucose was 350 mg/dl at the time of the call and the insulin pump might not be delivering insulin. The customer's mother called back later to report that when she picked the customer up she found that the insulin pump must be working because his blood glucose value was down to 240 mg/dl. She was advised to have the customer revert to a back-up plan. The customer did not have a back-up plan and they would call the doctor for instructions. The insulin pump was replaced and returned for analysis.